Manufacturer narrative:
On (B)(6) 2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Immediately following the implant of the subject device, the ventricular pacing impedance and threshold relative to the subject device were reportedly too high (1700 ohms, 3.25v, 0.35 ms) and there was no capture. Reportedly, there was no issue with the associated lead since the psa analyzer measurements were ok during the procedure. An intervention was then performed and after checking the ventricular lead connection it was noted that the lead pin was not tightened in the port of the pacemaker. The physician tightened the set-screw until the screwdriver clicked, but the lead did not remain in the pacemaker connector when pull testing. Another pacemaker was subsequently implanted instead.